Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that patient had a chest x-ray and it did not show dislodgment. The sensing and impedance were the same as the original implant. However, exit block was suspected. The physician then elected to replace the lead. This rv lead was explanted. No additional adverse patient effects were reported.